Manufacturer narrative:
This report is for unknown titanium elastic nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown titanium elastic nail. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: hartmann f, hessmann mh, gercek e, rommens pm (2007). Minimally invasive antegrade elastic intramedullary nailing (esin) for dislocated clavicle fractures. Aktuelle traumatologie. Volume 37. Pages 41-45. (Germany). The objective of the existing study was the assessment of the intraoperative technique as well as functional and reintegrative outcomes of dislocated clavicle shaft fractures following esin. Between 2003 and 2006, a total of 15 patients, with middle third clavicular fractures who underwent elastic stable intramedullary nailing (esin), were included in the study. There were 12 males and 3 females with an average of 36.7 years (range, 15 to 65 years). Patients underwent fracture reduction and were implanted with an unknown synthes titanium elastic nail. Early physical therapy with a limitation of abduction of 90° is commenced for the first 3 to 4 weeks. Fracture healing based on digital x-ray images, complications, clinical outcome (visual analogue scale (vas) and clinical shoulder function per constant-murley score), and time until reintegration into professional/sportive activities were assessed. Mean follow-up time was one year. Complications were reported as follows: four patients had pain and skin irritation in the area of the medial nail ends that occurred up to 4 months postoperatively. That is why the ends of the medial of titanium elastic nail (ten) was shortened in 3 cases. In 1 case, the ten was removed at 5 months postoperatively since the symptoms occurred after fracture consolidation. One patient had a case of a tossy-iii lesion of the acromio-clavicular joint that occurred intraoperatively during insertion of the titanium elastic nail (tens). This patient already had an existing tossy-ii lesion. Patient was revised with the acromio-clavicular bands sewed, and the clavicle was affixed to the processus coracoideus with a polydioxanone suture (pds-banding). There was a complete healing of both injuries after the tens was removed. One patient had a low activity value of 2 points per constant-murley-scores. One year post-injury, patient¿s daily activities remain limited with excellent function of the affected shoulder joint. Median constant-murley-score of 95.3 +/- 3.9 points for all patients. Average vas-score of 1.5+/-0.5 points for all patients. This report is for unknown titanium elastic nail. This is report 1 of 1 for (B)(4).